Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in the emergency department due to yellow wrench alarm with otherwise normally functioning pump. Log file was sent for analysis that confirmed a fault flag on 13-jan-2024. The controller was exchanged successfully and was discharged home in a stable condition.

Manufacturer narrative:
Section d3, g1: updated information. Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review that showed events spanning approximately 5 days ((B)(6) per timestamp). Backup battery fault alarms due to the backup battery not passing the load test were active from (B)(6) 2024 at 19:41:41 to (B)(6) 2024 at 00:16:00. The backup battery was unable to pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. Pump operation was not affected by these alarms. The driveline was disconnected on (B)(6) 2024 at 00:15:22 for a system controller exchange. There were no other notable alarms active in the log file. Multiple good faith efforts were sent asking for a description of the alarm, if any troubleshooting was performed prior to the controller exchange, and if the controller would be returned for analysis. To date, no response has been provided. A root cause for the reported event was unable to be conclusively determined through this analysis. A corrective action has been implemented to address backup battery faults due to load tests. This controller was manufactured prior to the implementation of this corrective. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications and was shipped on 30oct2018. No further information was provided. The manufacturer is closing the file on this event.